Event description:
Boston scientific crm received and reported the following information from a clinic: "this patient's pacing system was removed due to broken leads, all three leads were abandoned and new leads were successfully implanted".

Manufacturer narrative:
Review and confirmation of manufacturing records were performed. No anomalies were found.